Manufacturer narrative:
Upon review of all available information, the most likely cause of this event was likely the result of applying a bending moment to the drill bit, eventually causing the tip of the drill bit to break off and remain in the glenoid. The surgeon must be fully knowledgeable about the surgical technique and they must be trained according to the proper use of the system instrumentation. This device is used for treatment not diagnosis.

Event description:
The drill bit broke off in the patient's glenoid. The surgeon left the fragment in place and placed a locking screw cap over the top of the broken drill bit. Summary of reported incident: color-coded exactech drill bit broke off in the patient's glenoid process. Surgeon left the fragment in place and placed a locking screw cap over the top of the broken drill bit. Surgeon stated it would be unsafe to try to remove the fragment. This was received through a medwatch from sent to exactech, inc. Via postal mail. Spoke with health risk agent, jackie hendricks at ucheath, she is unable to provide any patient outcomes or any delays.

Manufacturer narrative:
Pending evaluation. File is associated with submission mw5071514.

Event description:
The drill bit broke off in the patient's glenoid. The surgeon left the fragment in place and placed a locking screw cap over the top of the broken drill bit.

Manufacturer narrative:
Pending evaluation.

Event description:
The drill bit broke off in the patient's glenoid. The surgeon left the fragment in place and placed a locking screw cap over the top of the broken drill bit.